Event description:
Allegedly, during fixation, one 2.7 mm screw pulled through one hole.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. This report will be updated when the investigation is complete.